Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture at maximum output on all vectors. It was also noted that t here was a lead fracture. The lead was programmed off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.